Event description:
Boston scientific crm received information that this device exhibited long charge times during middle of life. New information received indicates that the device was emitting tones. It is suspected that the device declared elective replacement indicator earlier than antcipated due to long charge times.

Manufacturer narrative:
As of today the device remains in service. No adverse patient effects were reported.

Event description:
The device was explanted and returned for analysis. There was an allegation that the device exhibited premature battery depletion.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.